Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil partially perforating through her fallopian tube / partially eroded left essure perforated through fallopian tube"), uterine perforation ("migration of essure, perforation (uterus), perforation; perforating through the myometrium at the area of the cornu"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("severe lower abdominal pain") and autoimmune disorder ("auto-immune disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's past medical history included neoplasm and gastroenteritis. Concomitant products included co-trimoxazole (bactrim), doxycycline, ibuprofen, metronidazole (flagyl), prednisone and tramadol hydrochloride (ultram). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), mouth ulceration ("ulcers in mouth"), skin ulcer ("ulcers on left arm, right arm, chest wall, back and lower chin"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive condition") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin lesion ("skin lesions to left upper arm, right upper arm, chest wall, back and lower chin") and back pain ("lower back pain"). The patient was treated with surgery (second unilateral salpingectomy in (B)(6) 2017), surgery (laparoscopic right salpingectomy, laparoscopic left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, vaginal discharge, weight decreased, mouth ulceration, skin ulcer, tooth disorder, fatigue, gastrointestinal disorder, vulvovaginal pain, urinary tract infection, headache, vaginal haemorrhage, menorrhagia, rash, skin lesion, weight increased, vaginal infection, cystitis and back pain had resolved. The reporter considered abdominal pain lower, autoimmune disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mouth ulceration, rash, skin lesion, skin ulcer, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2014, plaintiff sought medical treatment regarding the symptoms. In (B)(6) 2015, plaintiff underwent a unilateral left salpingectomy. The removal surgeon successfully removed plaintiff left essure device. However, removing of the essure coil also required removal of plaintiff left fallopian tube. Moreover, the removal surgeon determined that it was not necessary to remove plaintiff right essure coil. On (B)(6) 2017, due to her right essure coil partially perforating through her fallopian tube, plaintiff underwent a second unilateral salpingectomy. Doctor successfully removed plaintiff right essure coil. However, removing of the essure coil also required removal of plaintiff right essure device. Because of the requirement to undergo two unilateral salpingectomies to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2017: CT abdomen and pelvis: radiopaque foreign body within the uterus asymmetric to the right. Impression: foreign body coil in uterus. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: historical conditions was added and events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil partially perforating through her fallopian tube / partially eroded left essure perforated through fallopian tube"), uterine perforation ("migration of essure, perforation (uterus), perforation; perforating through the myometrium at the area of the cornu"), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("severe lower abdominal pain") and autoimmune disorder ("auto-immune disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". Concomitant products included co-trimoxazole (bactrim), doxycycline, ibuprofen, metronidazole (flagyl), prednisone and tramadol hydrochloride (ultram). In august 2014, the patient had essure inserted. On 1-mar-2015, the patient experienced rash ("rashes"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("irregular vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), mouth ulceration ("ulcers in mouth"), skin ulcer ("ulcers on left arm, right arm, chest wall, back and lower chin"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive condition") and headache ("headaches"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), skin lesion ("skin lesions to left upper arm, right upper arm, chest wall, back and lower chin") and back pain ("lower back pain"). The patient was treated with surgery (second unilateral salpingectomy in 18-apr-2017), surgery (laparoscopic right salpingectomy, laparoscopic left salpingectomy) and surgery (unilateral left salpingectomy in jun-2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, dyspareunia, migraine and vaginal discharge had resolved and the uterine perforation, genital haemorrhage, weight decreased, mouth ulceration, skin ulcer, tooth disorder, fatigue, gastrointestinal disorder, vulvovaginal pain, urinary tract infection, headache, vaginal haemorrhage, menorrhagia, rash, skin lesion, weight increased, vaginal infection, cystitis and back pain outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mouth ulceration, rash, skin lesion, skin ulcer, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: in nov-2014, plaintiff sought medical treatment regarding the symptoms. In jun-2015, plaintiff underwent a unilateral left salpingectomy. The removal surgeon successfully removed plaintiff left essure device. However, removing of the essure coil also required removal of plaintiff left fallopian tube. Moreover, the removal surgeon determined that it was not necessary to remove plaintiff right essure coil. On (B)(6) 2017, due to her right essure coil partially perforating through her fallopian tube, plaintiff underwent a second unilateral salpingectomy. Doctor successfully removed plaintiff right essure coil. However, removing of the essure coil also required removal of plaintiff right essure device. Because of the requirement to undergo two unilateral salpingectomies to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on 21-jan-2017: negative 17-apr-2017 : CT abdomen and pelvis : radiopaque foreign body within the uterus asymmetric to the right. Impression: foreign body coil in uterus. Most recent follow-up information incorporated above includes: on 3-mar-2018: plaintiff fact sheet and medical records received : the product, reporter and patient information updated. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity; ulcers in mouth and left arm, right arm, chest wall, back and lower chin, dental problems, dysmenorrhea, dyspareunia, fatigue, gastrointestinal or digestive condition, infection; vaginal pain/infection, migraines/headaches, migration of essure, pain, perforation (uterus), perforation; perforating through the myometrium at the area of the cornu, rashes; back pain, skin lesions to left upper arm, right upper arm, chest wall, back and lower chin, salpingectomy (bilateral removal of fallopian tubes),vaginal discharge, weight gain/loss added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil partially perforating through her fallopian tube"), abdominal pain lower ("severe lower abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (second unilateral salpingectomy in (B)(6) 2017) and surgery (unilateral left salpingectomy in (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain lower, autoimmune disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: in (B)(6) 2014, plaintiff sought medical treatment regarding the symptoms. In (B)(6) 2015, plaintiff underwent a unilateral left salpingectomy. The removal surgeon successfully removed plaintiff left essure device. However, removing of the essure coil also required removal of plaintiff left fallopian tube. Moreover, the removal surgeon determined that it was not necessary to remove plaintiff right essure coil. On (B)(6) 2017, due to her right essure coil partially perforating through her fallopian tube, plaintiff underwent a second unilateral salpingectomy. Doctor successfully removed plaintiff right essure coil. However, removing of the essure coil also required removal of plaintiff right essure device. Because of the requirement to undergo two unilateral salpingectomies to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.